Event description:
A pt had received a partial knee arthroplasty, which was performed using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. Approx one month later, the pt presented with signs of a possible infection, and the surgeon performed an incision and drainage (I&d) procedure and exchanged the tibial onlay insert component.

Manufacturer narrative:
As part of normal complaint f/u, an eval of the event has been initiated by make surgical. At this time, there is no evidence to suggest that the rio or mck implants contributed to the infection. The surgeon took cultures from the pt's wound site to check for infection. A supplemental report will be submitted if add'l info becomes available.